Event description:
Ob/gyn physician was using the ligasure to cauterize some tissue. When he pushed the handle for the device to release the tissue, it did not release. The physician was slowly able to wiggle off the tissue with no harm to the tissue or surrounding organs. There was not harm to the patient.